Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button error at one point on and crack on battery compartment it was kind on the backside of battery compartment. The blood glucose level was unknown. The device will not be returned for the analysis.